Event description:
It was reported that following a lap adjustable band procedure, the pt developed a post op port site infection. The pt had the product implanted in 2008. At the time of surgery, the pt received prophylactic antibiotic. The wound status at the time of discharge was okay and there was no wound drainage. The pt was seen about 2 weeks later for drainage at the left lower quadrant (llq) of the port site. Pt was not admitted to hospital, but was treated with keflex. Was seen on again at approximately 14 days later, and it was noted that the drainage was decreasing. At about 3 weeks later, there was no drainage noted. The pt is recovering without any other complications.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.